Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent low flow alarms during the perioperative period despite optimal medical management. The site requested the patient's backup system controller low flow threshold adjusted to 2.0 lpm to mitigate alarms in the intensive care unit (ICU). The patient's backup system controller low flow threshold was adjusted to 2.0 lpm. It was reported that on (B)(6) 2021 the patient had sinus tachycardia rate 118 bpm. The patient was given one dose of amiodarone 150 mg and given IV and niphedipine drip was started in ICU and ran for less than 1 hour. It was reported that post operation the patient experienced hemodynamic instability requiring pressor and inotrope support. Patient given epinephrine was 0.08 mcg/kg/min, milrinone 0.5 mcg/kg/min, and norepinephrine 0.04 mcg/kg/min. The patient's blood pressure was 108/76/88 and heart rate 118 bpm. On (B)(6) 2021, hemodynamic support continued due to vasoplegia and cardiogenic shock. Blood pressure was 85/71/78, heart rate 111 bpm, norepinephrine 0.02 to off. Milrinone 0.12 weaning as tolerated. On (B)(6) 2021 the patient's heart rate remains in the low 100's bpm. The patient was stable. The clinical team continues to wean. On (B)(6) 2021, the patient was only on milrinone and stable. On (B)(6) 2021, the patient was weaned off of milrinone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had other right heart failure that started on (B)(6) 2021 and resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events (sinus tachycardia, hemodynamic instability, right heart failure, vasoplegia, and cardiogenic shock) cannot be conclusively determined through this evaluation. The reported low flow alarms were confirmed via an abbott representative. The patient was implanted with heartmate 3 left ventricular assist system, serial number: (B)(6), on (B)(6) 2021. Following implant, the account communicated that the patient experienced intermittent low flow alarms during the perioperative period despite optimal medical management, sinus tachycardia, hemodynamic instability, right heart failure, vasoplegia, and cardiogenic shock. The implanting surgeon requested that the backup system controller be upgraded with low flow 2.0 liters per minute (lpm) threshold software to mitigate future low flow alarms in the intensive care unit. Low flow software version 1.7.0 was installed by an abbott representative on (B)(6) 2020 to hsc-101017. The patient was administered various doses of amiodarone, nifedipine, epinephrine, milrinone, and norepinephrine, which were to be weaned as tolerated. The cardiac arrhythmia reportedly resolved on (B)(6) 2021 and the hemodynamic stability/right heart failure reportedly resolved on (B)(6) 2021. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6). Additional information was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document, as well as the heartmate 3 left ventricular assist system patient handbook describes all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians and heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 1 also lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, this section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.